Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the patient was switched to this companion 2 driver, and after the switch, the driver exhibited a "system malfunction" alarm. The customer also reported that the patient was switched to the backup companion 2 driver. There was no reported adverse impact. This alleged failure mode poses a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the external components revealed no anomalies. Review of the electronic patient data file revealed a "system malfunction" alarm, confirming the reported issue. Investigation testing determined that the root cause of the reported "system malfunction" alarm was a malfunction of the manual pressure regulator. The manual pressure regulator was unable to maintain the required pressure set point value. As a result, the pressure in the main tank increased, triggering the "system malfunction" alarm because of main tank overpressure. The main pressure regulator was replaced, and the companion 2 driver passed all final performance testing. Syncardia has initiated a CAPA (corrective and preventive action) to address manual pressure regulator set point drift. The investigation is in process. This failure mode poses a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the patient was switched to this companion 2 driver, and after the switch, the driver exhibited a "system malfunction" alarm. The customer also reported that the patient was switched to the backup companion 2 driver. There was no reported adverse impact.